Event description:
It was reported that the customer's insulin pump lost power without warning four times. The customer stated she changed the insulin pump's battery twice. The customer's blood glucose level was 108 mg/dl. Standard troubleshooting was performed. The insulin pump turned back on with a new battery. The customer was sent a replacement battery cap. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)